Manufacturer narrative:
The apl (adjustable pressure limit) valve was replaced to fix the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, apl valve will not turn. The patient involvement is unknown.